Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to verify pic communication error alarm and no delivery alarm due to blank display. Pump had severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that customer received motor communication error alarm and was not able to clear. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.